Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered one treatment defibrillation. The associated ECG strip of the treatment event could not be recovered due to a corrupt sd card. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm if the treatment was appropriate or inappropriate, we are reporting the treatment out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Device manufacture date: monitor: 07/17/2014; belt: 10/07/2015.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2018. It was reported that the patient was wearing the lifevest at the time of passing. Ems was called and resuscitation efforts were initiated upon arrival at the patient's home and at the hospital. The patient's son was reportedly present at the time of the event. Further details surrounding the patient's death were not reported. Per review of the event, the patient was treated by the lifevest prior to passing. The device detected an arrhythmia at 13:01:03 on (B)(6) 2018 followed by the release of gel at 13:01:27. The lifevest then delivered a full energy shock at 13:01:37. The patient's rhythms at the time of the treatment and post-shock are unknown. The response buttons were not pressed during the event. Following the treatment, the device intermittently detected bradycardia, arrhythmia, asystole, non-treatable rhythm, and noise until the device was shutdown at 16:44:32. The patient's rhythm following the treatment shock until the device was shutdown is unknown.